Event description:
Caller reported cartridge alarm 20, which did not cause the blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer had no backup therapy available and planned to reach out to a healthcare provider. Cts decided to replace the pump, provided instructions for putting the old pump into storage mode, and sent a replacement pump, ensuring the customer acknowledged all steps required upon receipt.